Manufacturer narrative:
Smiths medical has received the sample device. An investigation was performed and the device operated within specification.

Event description:
Patient reported that the cleo sets would not always release from the setter. This caused the patients' blood glucose increased to 500 mg/dl. No patient injury or intervention noted. Please reference MDR#s: 2183502-2016-01346, 2183502-2016-01348, 2183502-2016-01349 and 2183502-2016-01350 that are also associated with this complaint.